Event description:
"I attempted to draw an abg off of an arterial line using a portex line draw arterial blood sample syringe. When I placed the cap on and pushed blood into it, the foam at the top completely saturated and blood pushed out of the top of the syringe. This happened with three separate syringes three separate times before someone got me a syringe from another location that did not do this. Portex ref 4042-2 3 ml, lot 6034862."